Event description:
It was stated that the customer passed away. The customer had lung cancer and multiple health issues. The mother was unsure whether or not the customer was wearing the insulin pump at the time of her death. The mother believed that the customer may have discontinued insulin pump therapy and gone to manual injections. Per the death certificate, the primary cause of death was multiple system failure. Secondary cause was type one diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.